Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and noise signals which resulted in delivery of inappropriate shocks. Subsequently, the physician opted to explant and replace the device. The patient was insistent on not receiving another s-ICD device, so a transvenouse implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.